Event description:
Employee was closing box containing used suture needles. As employee closed the box with her hands a suture needle punctured the container. The needle also punctured the skin of her right palm. The employee was treated in the employee health clinic. She was tested for hiv.